Manufacturer narrative:
A1: updated. D4, d7a: updated. D9 - date returned to MFR: 13-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log (ehl) revealed multiple alarms, including "high alarm displayed: check for empty tubing". The 12-month service history indicated a previous repair on 26-jun-2025 related to a downstream occlusion (dso) sensor issue. Visual inspection showed the upstream occlusion (uso) seal was dented. Functional testing confirmed that the volume had run out, although the pump was not empty. This could not be verified through the volume accuracy test, but persistent issues were noted in the event log. The allegation made by the complainant was confirmed. Dso, uso and air detector sensors were replaced. The probable cause was intermittent sensors.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was beeping and indicated the volume had run out, although the pump was not empty. Per reporter, there was a patient involvement/no harm reported.